Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/1.0/014 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - 24-de-2022 - should be corrected to 24-dec-2022. H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic bent/deformed. Dimensional and functional inspection found the lens within specification. Claim#: (B)(4).